Event description:
A nurse reported following intraocular lens (iol) implant surgery the lens was exchanged. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested 11/07/2011, 11/16/2011 and 11/22/2011 by e-mail and phone. A completed questionnaire has not been rec'd. (B)(4).